Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. The deployment was uneventful and instant hemostasis was achieved. The pt was discharged a few hours later. The pt was seen by their physician in his office 3 days later and had redness and swelling at the puncture site. Antibiotics were started and the pt was seen again for a follow-up 4 days later. The condition at the site had worsened with redness and a hematoma. The pt was admitted to the hosp for IV antibiotics and a surgical debridement of the site the following day. The site was cultured and was positive for staph. The wound was left open and packed to heal. The pt was discharged 2 days later with no further reported complications.